Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. In addition, the lead's insulation was bunched in several places, including just distal of the lead¿s terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of lead dislodgement and low sensing; however, it was able to confirm that one of the shock coils had become stretched. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that the patient received a normal upgrade from a pacemaker to a defibrillation system. Later that day, the patient received an inappropriate shock as a result of this right ventricular (rv) lead dislodging. A revision was performed the next day to reposition the rv lead. When the rv lead was initially repositioned, all measurements on the pacing system analyzer (psa) were in normal range. However, then the lead was connected to the implantable cardioverter defibrillator (ICD), sensing had decreased to 3.2 mvolts. A new vein puncture was performed and an introducer was inserted along side the dislodged lead. The dislodged rv lead was extracted and visual inspection noted that the proximal shocking electrode was damaged. The new rv lead was then inserted into the vein; however, resistance was encountered and it could not be advanced. The physician injected contrast medium in the vein and noted on fluoroscopy that the vein was dissected and it could no longer be used. The patient was transferred from the catheter lab to the operating room to stop the bleeding. Because an rv lead was not able to be implanted, the ICD was also explanted. No additional adverse patient effects were reported. The products will be returned for laboratory analysis.